Event description:
Following a percutaneaus transluminal coronary angioplasty procedure, a physician opted to use an angio-seal device. The physician attempted to deploy the device: following this attempt, both the collagen sponge and suture knot were visualized above the pt's skin. The physician attempted to tamp down on the collagen while maintaing tension on the suture, at which time the entire device (anchor, collagen, and suture) were withdrawn from the pt. The anchor was examined and found to have been broken. The pt's bleeding was controlled by use of a femostop device and the administration of protamine sulfate. The pt reportedly had a large ecchymotic area at the time of the femostop removal, but the pt was discharged home the following day without sequelae. As of 07/16/1998 there has been no report to the MFR of further complication or pt sequelea.